Event description:
Analysis of the returned device revealed that the subject stent deployed prematurely during use. There were no clinical consequences to the patient reported as a result of this event.

Manufacturer narrative:
Due to the automated manufacturing execution system (mes) system there are controls in the manufacturing process to ensure the product met specifications upon release. Analysis of the returned stent device found that the subject stent was found to be deployed inside the returned microcatheter and could be seen in the catheter hub. The subject stent was found to be deformed at the distal and proximal ends with frayed braid edges. The sdw (stent delivery wire) was not returned for analysis. Although a functional testing could not be performed due to the condition of the returned device. The reported complaint was confirmed based on analysis. The device failed to meet specification when received for complaint investigation based on the analyzed anomaly noted to the device. The reported event is covered in the device directions for use (dfu). As well, the risk of the reported event is documented in the risk documentation and there are current controls to mitigate the risk of the as reported event. Additional information provided by the customer confirmed the device was in good condition prior to use, and the device was prepared for as per dfu. The introducer sheath was properly inserted all the way into the microcatheter prior to transfer. There was no reported resistance encountered advancing the stent through the introducer sheath, continuous flush was maintained, and a new stent was used to complete the procedure. It was unknown how tortuous the anatomy was. An assignable cause of procedural factors will be assigned to the reported ¿stent failed/unable to deploy¿ and ¿stent difficult/unable to advance or pullback through catheter¿ and as analysed ¿stent deployed prematurely during use¿, and ¿stent deformed¿ as the issue is associated with a product that meets stryker design and manufacture specifications and was used in according with the dfu but due to procedural and/or anatomical factors during use, the product performance was limited.